Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that a loss of connection occurred. Data was not provided for evaluation. Confirmation of the allegation and a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Performed voltage test and passed. Pairing with (B)(6) device: passed. Transmitter functional test: passed. Share log showed a loss of connection on issue date. The complaint was confirmed because a loss of connection in the cloud data. He reported event of a loss of connection was confirmed. The root cause could not be determined.